Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however a "cobra" shape was noticed since the first use, also it was noticed when taking the catheter out from the package, that one petal was in a forward position compared to the others and the guidewire blocked in the lumen of the catheter. No tissue was observed at the tip of the catheter or guidewire. It was impossible to perform the procedure. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.